Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was exhibiting oversensing on the right ventricular (rv) lead and high capture threholds. Technical services (ts) was consulted, and no pacing inhibition was noted. Ts suggest adjusting device sensitivity. The lead remains in service. No adverse patient effects were reported.